Event description:
It was reported the insulin pump had a keypad anomaly. Customer's blood glucose was 270 mg/dl. Customer has reverted to back up plan. None of the buttons are responding. Customer has taken the batteries out a few time and changed the battery. The device was not exposed to moisture. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device was received with minor scratches on lcd window and case. The device had cracked case at display window corners, cracked battery tube threads, and broken belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.